Manufacturer narrative:
(B)(6). The serial number was unknown. The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an ulna shortening osteotomy (uso) surgical procedure it was observed that the small battery drive device, when being used with an oscillating saw attachment and a console device, ceased halfway through the procedure, just after the surgeon had completed the osteotomy. It was reported that the physician completed the majority of the cut and therefore was able to use a competitor's spare device (saw, k-wire driver and drill) to complete the uso procedure. It was reported that there was five to ten minute delay due to the event. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.